Event description:
(B)(4) . I forgot to mention that I was very irritable, depressed and tired all the time. I never felt good to take my kids to play. My teeth have gotten bad. I couldn't figure out what was wrong with me and my doctor was baffled. When I brought up the idea that it might be essure, I was told not to believe everything I see on tv or the internet and was referred to ob. My ob doctor was gracious enough to listen and I had a total hysterectomy leaving ovaries and so far no chronic pains waking me up every morning and I am 2 weeks post op. I'm still a bit tired, but I am getting better each day. I'm hoping I can now start losing all the weight that I gained and my bloating has gone down. I'm so disappointed that this is even on the market.